Event description:
It was reported that the device did not detect the paddles lead. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the therapy connector assembly. After replacing the therapy connector assembly. Proper operation was confirmed and the device was returned to the customer.